Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that blood glucose experience a vast variation of blood glucose within a short period of time. Customer reported that blood glucose was 180 mg/dl and dropped to 85 mg/dl within one half hour. Customer reported that about three hours into a bolus delivery, blood glucose went from 140 mg/dl to 70 mg/dl. Customer believed that issue may be due to a delivery anomaly. Customer expected changes in blood glucose due to being pregnant. During troubleshooting, it was found that insulin pump was exposed to an x-ray at the airport. Alarm history did not show a motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.